Manufacturer narrative:
We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a skin irritation had occurred while wearing the pod on the arm. The patient visited the clinic and was prescribed a cream and wipes for treatment.